Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the repair service technician identified that the device exhibited a b30 scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the scope communication error was most likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.